Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was noted damaged consistent with being cut at approximately 66.8cm from the iabc distal tip. In addition, the iabc bladder was noted detached from the iabc distal tip. Both section of the bladder was fully unwrapped. The iabc outer lumen was noted damaged at approximately 46cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The customer submitted photos and video were reviewed. In the photos, the iabc bladder was noted in two separate sections, and the bladder was noted detached from the iabc distal tip; blood was confirmed present within the bladder/helium pathway. The photo shows the iabc serial number, which matches the serial number on the returned sample. In the photos, the iabc outer lumen noted damaged. The findings noted in the photos matches with the retuned sample and consistent with the reported event. In the video, the iabc bladder noted damaged, and the user was attempting aspiration and flushing of the iabc central lu-men. The b ladder thickness was measured at six points with measurements ranging from 0.0060in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The leak test of the returned iabc could not be performed due to the condition of the device upon receipt. After clearing blood from the helium pathway, a microscopic visual inspection of the bladder was performed. Abrasions were observed from approximately 8.3cm to 10cm from the distal tip of the bladder; a full thickness abrasion to the bladder was confirmed at approximately 8.8cm from the distal tip of the bladder and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other damages or ab-normalities were noted to the bladder. The reported event stated that "during the catheter removal process, the balloon was damaged, the catheter broke, and there were dark black solid particles and blocky objects inside the balloon membrane". This indicates that the damage to the iabc outer lu-men and the detachment of the bladder from the iabc distal tip most likely resulted from the difficul-ty encountered during device removal from the patient. Based on the findings, the iabc bladder came into contact with calcified plaque, causing a breach in the bladder membrane, which most like-ly caused the reported complaint. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lu-men. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint for "dark black solid particles and blocky objects inside the balloon mem-brane" is confirmed. During investi gation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated con-tact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "it was discovered that the catheter removal was difficult. After a prolonged attempt, it still failed. Eventually, the surgeon was invited to join and cut open the blood vessel to remove the balloon from the patient's body. During the catheter removal process, the balloon was damaged, the catheter broke". Additional information states that the iab catheter was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "it was discovered that the catheter removal was difficult. After a prolonged attempt, it still failed. Eventually, the surgeon was invited to join and cut open the blood vessel to remove the balloon from the patient's body. During the catheter removal process, the balloon was damaged, the catheter broke". Additional information states that the iab catheter was not replaced. The patient's current condition is reported as "fine".